Event description:
Additional information was received from the patient. They reported they were seeing a recharger not found message. The following troubleshooting steps were performed: reset the recharger. They reported getting 'recharger not found' with a descending tone coming from the recharger. A recharger reset was reviewed, and the patient continued getting 'recharger not found.' It was determined the patient was placing the recharger on top of the handset, and the recharger application was closing out. It was reviewed to place the recharger and handset next to each other, not on top of each other. It was also determined the patient was holding the recharger power button down continuously. It was reviewed not to hold down the power button continuously. The patient reset the recharger again correctly, then confirmed the recharger successfully connected with the handset. They reported getting service code 3167 following the recharger reset. They dismissed service code 3167, and positioned the recharger on the ins. Following repositioning the recharger on the patient's ins, they confirmed they were charging the ins with excellent connection. The ins battery level increased from 20-30% during the call. It was recommended the patient continue charging the ins fully. They inquired about the difference between charging the recharger versus ins. The difference in charging the recharger and ins was reviewed. The patient provided the event date as "ever since I got it." They reported that it "doesn't work the first, second, third or 4th time" when they tried to charge their ins. They stated they had to lie down and then could finally get it to connect. They provided feedback that this was a hassle and was difficult. They stated they would like to see a design that was simpler. An email with video tutorials was offered to be sent, but the patient declined and only wanted their feedback documented. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not get the stimulator to work. They powered up everything, handset, communicator, and the hockey puck disc (recharger). They were trying to charge right now, and the power would go off, the battery light would go off. They had it against their back during the call. They powered down the communicator and launched the recharger application. They said it "goes around and searches, sometimes it finds it sometimes it doesn't." It said: position the recharger over the device. Then it said it was searching, and it did that for several minutes. It was not going anywhere, just going around in a circle. The following troubleshooting steps were performed: reset the recharger, reset the handset, dismissed code. The patient was successful to connect, and after seeing brief recovery mode screens, achieved recharging excellent 90 percent, and it progressed to 100 percent. Stimulation was off. It was recommended they power down the charger and use the handset and communicator to turn stimulation back on. After repositioning, complaining the handset temporarily locked up, and removing the power cord, they were successful and reported seeing a power on reset (por) had occurred and therapy had been turned off. They were successful to turn stimulation back on, and said they were on program 2 at 1.5 volts. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history which included that they were lying down in a bed during the call. The patient said they were supposed to be recharging every week, but had not been doing that. Some system recharging information was reviewed.